Event description:
It was reported that when using the bd pyxis¿ medstation¿ es end2 was stuck on the carefusion blue screen after a system update, despite the remote smart service (rss) being online. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist guided the customer to perform a hard reboot, after which the station came back online as usual. The customer was able to sign in and perform inventory successfully. On the phone, the customer confirmed that the issue had been resolved. The system functioned as intended after the customer resolve the issue.